Manufacturer narrative:
(B)(4). Eval results: eval of the returned product found that the unit powers on but there is no sound when tested with new batteries. The low battery indicator is not working. (B)(4).

Event description:
The customer reported that there is no volume on the alarm when selection is made to increase the sound. The batteries have been replaced and there is no damage to the outside of the alarm case. There was no pt injury reported. Inspection of the unit found that the unit powers on but there is no alarm sound. The low battery indicator is not working.